Event description:
During implant procedure, rotation issues were noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve this event. The patient was stable.

Manufacturer narrative:
The reported events of ¿something wrong with the helix locking tool¿ and ¿helix retraced by itself while rotating the lead¿ were not confirmed. As received, a complete lead was returned in one piece with the helix fully extended and clogged with blood/tissue. Visual inspection found the outer insulation to be twisted at the distal region of the lead body consistent with procedural damage. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. After cleaning the helix and applying torque using the returned helix locking tool, the helix could be retracted/extended, and helix extension length met specification. Using the helix locking tool, the helix was extended and then rotating the lead body, helix did not retract in by itself. No anomalies were found on the helix locking tool.